Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 14. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2019 non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.